Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted consistent error one messages with multiple sensors. An error 1 message reportedly also occurred when a sensor session was not active. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: a review of the pump¿s cgm history showed multiple sensor error 1 warnings after a bg calibration point on (B)(6) 2016. Sensor error 1 warning is defined as a discrepancy between the bg calibration entered and the actual bg reading. During investigation, a test transmitter paired successfully with the returned pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The complaint was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.